Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7140032, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was charging for longer periods of time and was not able to get a fully charged the implantable pulse generator (ipg). It was noted that the patient's spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein the ipg and lead were replaced and that the patient was doing well postoperatively.